Event description:
The customer contacted stryker to report that their device unexpectedly lost power multiple times. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue, but was able to verify the reported issue was logged in the device¿s memory. The root cause was unable to be determined. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.